Event description:
Prior to an electrophysiology procedure, the stimulator would not establish communication with the touchscreen. The cable connections were reconnected with no resolution and the procedure was cancelled. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. The unit was tested in the field and passed all electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported communication issue and subsequent procedure cancellation could not be determined.